Event description:
It was reported that one vf episode, noise and high impedance were observed. Noise was not reproducible with arm movement. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.